Event description:
It was reported that the customer was hospitalized with high blood glucose over 440 mg/dl and her transmitter was thrown away. Customer's symptoms included nausea and vomiting. Customer was treated wtih insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-86307.